Manufacturer narrative:
Lot number - this same pt also reported issue with lot 802178. Results evaluations: the investigation into this event was limited as no sample was returned for analysis. A review of the complaints history confirmed this to be the first complaint on both of the lot numbers. A further review reveals no similar reports rec'd for this prod series (both reports from this same home pt). Root cause: without the event sample it is not possible to assign a definitive root cause for this complaint. As the tubes were used successfully for up to two weeks it is not likely that this event is attributed to a device failure. This report has been logged for trending.